Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (multiple faults) was confirmed. Upon evaluation, there was extensive contamination inside the distribution node (dn) which damaged multiple components. The cause of the faults is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing multiple faults.